Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known. Additional information was requested and the following was obtained: pre-op treatment: antibiotic therapy patients current status: slower healing process, small pelvis infection device was closed on normal rectum tissue. The orange indicator was exactly in the middle of the green scale. High force was necessary to fire the instrument and the characteristic cracking noise was not detected. The staple line was completely insufficient. Staples could be observed circumferentially but they were almost unformed (no b-form). Device was used in double-stapling technique. A laparotomy was necessary to perform a new resection and a new anastomosis. What were the indications for surgery? Lap. Sigma what is the healthcare professionals experience who fired the device? User is a senior physician. When was safety released? A short time before firing. Was the device inspected for two complete tissue donuts? Yes was the device inspected for complete cutting washer transection? Yes but the washer was not broken. Were there any staples seen in surgical field after the device was fired? If so, what was their shape? Staples were seen. They were not deformed.

Event description:
It was reported that during a lap sigma the device did not staple but cut. There were no cracking noises during firing. The surgeon confirmed that instrument was closed correctly and orange indicator was in the green field. Procedure was converted to open. Took a new instrument to complete the case.

Manufacturer narrative:
(B)(4). Additional information received: surgery report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # p56u7e. Device evaluation: the analysis results found that the cdh29a device arrived with tyvek present, no apparent damage without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. In addition five malformed staples were received inside of a plastic bag. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.